Event description:
The needles are leaking where the tubing attaches to the handle/needle portion.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.